Event description:
The clinician developed contact dermatitis after wearing the gloves. She was seen in the emergency room and was treated with IV prednisone.

Manufacturer narrative:
The dermatologist reported the incident involved a clinician in the mother/baby unit of a hospital who had been using nitrile gloves for the past few years with no previous issues. The physician explained that as the clinician was performing her routine care, she opened a new box of gloves. She donned the first two gloves in the box. A short time later her hands started to itch. She removed the gloves and her hands were bumpy and red. The physician reported that she suffered from contact dermatitis. She washed her hands immediately and self-medicated with over the counter (B)(6). She went to the ER to be evaluated and was treated with IV prednisone. She was subsequently admitted due to side effects experienced from the IV medications administered to her in the ER. The root cause for the skin irritation has not been confirmed. The actual sample was not retained for evaluation. Due to the need for medical intervention and in an abundance of caution, this medwatch is being filed.